Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 550 mg/dl and moderate ketones; cause was unknown. Bg was addressed via a correction bolus. Reportedly, customer is using lispro insulin, which is not approved for use with the pump per tandem labeling. The customer was instructed to consult with healthcare provider regarding bg level.